Event description:
Procedure: transplant. According to the reporter: the port was placed in 2008, and the pt went to a general practioner about 6 months later, with pain in the collarbone. After an investigation the pt was transferred to hosp for an emergency removal, because the tube of the port has been ripped off, and allegedly almost migrated into the heart. The pt was concerned, but no physical harm.